Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high and out of range pacing impedance.

Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for an increase in pacing impedance. It was suggested that the alert parameters be increased to prevent future alerts. Follow up indicated no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.